Event description:
It was reported the nurse was unable to deflate the foley catheter retention balloon using a syringe. The nurse then attempted to deflate the balloon by cutting the valve but the balloon again failed to deflate. The device remained in situ for an additional day. The next day, in an attempt to deflate the retention balloon, the nurse cut the catheter at the funnel. Unfortunately, the balloon failed to deflate. Ultimately, the nurse inserted an unknown guidewire through the inflation channel and was finally able to deflate the retention balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available a follow up report will be submitted.